Event description:
It was reported that the device was explanted due to extended charge time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The field report that extended charge time anomaly was confirmed by the printout. The event could not be reproduced in the analysis lab. The device was tested on the bench and in the ate system and no anomaly was detected. Extended charge time may occur during high use situations such as the tachy storm. The cause of the reported extended charge time anomaly was not determined.